Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No blank display noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during rewind or during testing. Unit passed the sleep current measurement, active current measurement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarm was recorded on (B)(6) 2025 at 11:13:57.000-hour. In addition, pump error 41 was also recorded on (B)(6) 2025 at 11:13:57.000-hours. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No unexpected rattling noted during testing. No moisture damage noted. The following cosmetic damages were noted: label damage (faded), scratched case and pillowing keypad overlay. In conclusion no pump error alarm 43 was noted during testing. No moisture damage noted on electronic assemblies or motor assembly noted. Unit functioning properly. Customer concern of cosmetic damage was concern when scratched case and pillowing keypad overlay were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-a343-pump error 41( motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), alarm-a345-pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), damage, display anomaly-blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Pump rattles while reservoir is inside of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.